Event description:
The reporter obtained a 32mg/dl and 88mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states she obtained an additional comparison with blood glucose results 100mg/dl and 460mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. The customer felt disorientated with the 32mg/dl and 88mg/dl blood glucose comparison. She was treated with oj and peanut butter by the nursing student. The paramedics were called and tested the customer. The customer's bg was 187mg/dl on the professional meter. The paramedics did not provide medical intervention. No reported symptoms/actions/treatment with the 100mg/dl and 460mg/dl blood glucose comparison. New system sent to customer and return requested.